Manufacturer narrative:
The technician replaced the nurse panel cable, left hand cable assembly, right hand cable assembly, knee limit switch cable, cable assembly CT, testport cable, and the knee high voltage cable, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the hi/low continues to raise after the button has been released, resulting in unintentional movement.